Event description:
The patient contacted animas on (B)(6) 2012 stating that the ez bolus button was not always responding to button presses for the past week. The patient stated that sometimes when the button was pressed nothing would show on the screen. The patient confirmed that the button itself appeared to be intact. The patient reportedly wore the pump in a pump skin in a pocket and cleaned the pump with a damp cotton swab. This report is made based on the allegation of the audio bolus response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: unable to confirm or duplicate intermittent bolus button response. The bolus button responds to button presses and is functional. No sign of visible damage. Unrelated to this complaint, testing was unable to confirm or duplicate slow to respond/intermittent 'ok' button. The keypad cover was torn and lifting below the ok button exposing the button contact. The 'up', 'down', 'ok' and 'contrast' buttons respond to button presses and are all functional. Removed keypad cover to check condition of the button contacts. Contamination was present under the 'contrast' button contact.